Event description:
It was reported that the pump and catheter were replaced as the patient experienced a loss of pain control. The patient reportedly had back pain. It was noted that hospitalization was required as a result of the event. The catheter had been replaced with another model. At the time of report, the patient was described as alive with no injury. The pump was infusing sufental and baclofen. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's medical history was "not responding to intrathecal (it) medication" and the patient did not have controlled pain. The event was attributed to the catheter. The catheter issue was unknown. It was noted the patient needed a catheter change, but the pump was dropped in the operating room and a new pump ended up being implanted. The event was not due to programming or drug effects. Side port aspiration and x-rays were done. As of the date of the report the patient had recovered without permanent impairment.

Event description:
Additional information received reported the hospital that did the replacement always sends the devices to pathology where they are discarded, so the pump would not be returned to the device manufacturer. It was confirmed the pump was replaced because of the loss of pain control and the fact that the pump was nearing the eol (end of life). No other troubleshooting was performed to the device manufacturer representative¿s knowledge. The issue was considered resolved for the patient as they were doing fine now after the replacement surgery. No product issue was determined and it was reported eol was suspected. The reporter had no further information.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter. (B)(4).